Manufacturer narrative:
(B)(4). The IFU's include warnings, cautions, and precautions associated with this section of the implant process. Moreover, pump implantation information is also covered during patient and medical personnel training within the surgical implant module. Safety and hand on qualification is also covered during clinician training. The o-ring and hvad pump were not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via visual evidence provided by the site which revealed a broken o-ring. Heartware has opened an internal investigation to evaluate o-ring damages. Based on this investigation, the most likely root cause of the failure can be attributed to multiple factors such as possible variation in the sewing ring gap that may result in variation in the effective diameter of the sewing ring as assembled and the angle of insertion by physician during implant. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The IFU's include warnings, cautions, and precautions associated with this section of the implant process. Moreover, pump implantation information is also covered during patient and medical personnel training within the surgical implant module. Safety and hand on qualification is also covered during clinician training. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the silicon ring of the ventricular assist device (vad) broke during the implant procedure and led to leakage around the pump/ring connection. The surgeon used a ring from the backup vad and the issue was resolved. The implant was successful with no reported patient impact or consequences other than a small procedural delay.